Event description:
It was reported that balloon rupture and chest pain occurred. After placing a synergy stent in a calcified lesion, a 4.0x15mm nc emerge balloon catheter was advanced for post dilatation. The balloon was inflated twice at 28 atmospheres. However, during the second inflation, the balloon ruptured. The balloon was removed and thought that everything was okay. The procedure was completed with no patient complications reported. Six days post procedure, the patient came back with recurrent chest pain. When angiography was performed, it was noticed that the marker from the 4.0x15mm nc emerge balloon catheter was in the vessel. The marker was stented and was crushed up to the other stent. No further patient complications were reported and the patient was doing well.